Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protrudes above the outer surface on the distal end however, wire was not broken as reported by the customer. The wire insulation was not damaged. Additional finding not reported by site: during visual inspection, the instrument was found to have thermal damage with charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that prior to starting a da vinci-assisted distal pancreatectomy surgical procedure, a maryland bipolar forceps instrument had a broken wire. The procedure was completed as planned. No reported known impact or patient consequence was reported.